Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the infectious disease doctor put them on bactrim for 4 weeks, and so for the blood work is showing the infection is clear. The patient's weight was also provided. No further complications are anticipated.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported that they have a sore on their left side that will not heal up due to the patient's "thin skin". The issue reportedly started three months ago. The patient reported that the area is very sore and is irritated even having their clothes touch the area. It was later reported that the patient had an infection, redness and swelling all around the ins. The patient was put on keflex four times a day. It was noted the patient would be following up with a healthcare professional (hcp) in a week. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.